Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. Physical investigation of product is not anticipated as reporter indicated device was discarded. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. N/a was selected for g4-(PMA/510(k)) as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely. As a result, the customer experienced symptoms described as ¿fingers tingling, motor movement was restricted in the hands¿ and had a seizure however, the customer was able to self-treat with insulin (type/dose unknown) and drank water. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the adc device detached prematurely. As a result, the customer experienced symptoms described as ¿fingers tingling, motor movement was restricted in the hands¿ and had a seizure however, the customer was able to self-treat with insulin (type/dose unknown) and drank water. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.